Manufacturer narrative:
Additional information received; it was reported that the patient expired the evening of the open aaa repair. The surgeon stated the patient had several underlying medical conditions that likely contributed to not being able to recover from the required open aaa repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 06-apr-2022, UDI#: (B)(4) ; product ID: etlw1613c156e, serial/lot #: (B)(4), ubd: 11-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 56mm abdominal aortic aneurysm. It was reported that during the index procedure, all the stent graft had been implanted successfully. The patient was noted to have a narrow distal aorta that measured 15mm. Following the implantation, the physician began using a reliant balloon in the narrow section of the aorta, utilizing the kissing balloon technique to assist in the expansion of the stent grafts. Once ballooning was completed at the narrowed aortic bifurcation, the physician was then notified that the patient was experiencing a sharp drop in blood pressure. The physician then inflated and placed the balloon above the celiac artery and completed several angiograms to determine was there an aneurysm rupture or a rupture of the graft. The only issue identified on angiogram was a late type ii endoleak. Meanwhile the patients bp continued to drop when the aortic occlusion balloon was not deflated. It was then decided to convert to open conversion to determine what was happening. Once the patient was opened it was determined an aortic rupture was present in the narrowed distal segment of the aorta. It was reported the bifurcate and limbs were intact and sealed adequately proximally and distally. The endurant stent grafts were explanted and replaced with a surgical bifurcate stent graft. As per the physician the cause was believed to be that one large lumbar artery was observed in close proximity of the aortic bifurcation and it was believed when using the kissing balloons in this area the aneurysm ruptured and because of the significant size of the lumbar artery, the retrograde perfusion was providing a large volume of blood loss via the ruptured aortic sac. No additional clinical sequalae were provided and the patient will be monitored.